Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported issue of tubing's clog during irrigation/aspiration phase of a cataract extraction and stopped aspirating. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on our current tracking, there are no adverse trends for this reported complaint. Tube clogging was reported. A used active fluid management system (fms) in the tray was visually inspected. The drain bag was detached from the drain bag tape on the cover due to saturation. The sample was tested using a console. The sample could be recognized by the console. The sample primed and tuned with the handpiece and the 0.9mm air bypass system (abs) tip and infusion sleeve from lab stock successfully. The service data could be retrieved and aspiration and irrigation flow met specification. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).